Event description:
The customer tested blood glucose and received a result of 100mg/dl. The customer went to the hospital where their blood glucose was over 900mg/dl. Controls not in use. A request was made for the return of the suspect device and replacement product was sent.